Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a delta xtend due to infection, loosening, and periprosthetic fracture (which appeared to have healed). Upon exposure it was very clear that the infection was widespread and was affecting all components. All components were removed and a cement spacer was implanted while the infection clears. Primary surgery was done on (B)(6) 2016. Female, right side. Prior to this the patient had a proximal humeral fracture. I can't recall the exact date. This was addressed using a proximal humeral plate which subsequently failed leading to the delta xtend in 2016. The patient had fractured just distal to the humeral stem, but by the time the revision was booked it appeared to have healed. Stem was loose. Loosening was mostly attributed to infection. The periprosthetic fracture was talked about being a contributing factor to loosening. All components were removed and a spacer was cemented in.